Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the simultaneously pressing of the ECG enlargement button (ECG gain) and the volume button does not work. There was no pt involvement.